Manufacturer narrative:
The customer has cancelled the case. Device evaluation data is not available.

Event description:
It was reported to philips that the device's battery is faulty. There was no patient involvement.